Manufacturer narrative:
Upon receipt of customer complaint, personnel from quality, production and other relevant departments were involved in the investigation including retained sample inspection, production process review, no similar problem was found. On 2024.02.26 5 pieces of 30g×1/2"(0.3mm×13mm) products were sampled from retained sample lot no. Ckdc08-01, the needle points were observed under 10 times magnifier, the needle point were sharp, free from burrs, hooks, feather edges and so on. These samples were then sent for penetration inspection. After review of production records, no abnomrities were found. This problem might be associated with other factors. High definition picture, return of defective products or other information is needed for furhter investigation for a thorough investigation. Relevant internal report (B)(4) could be provided upon request.

Event description:
Customer stated product is dull and acted as if it was piercing leather instead of skin.